Event description:
It was reported to philips that the device did not boot up, stalling at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this compliant. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse analyzed the log files and found that the system does not start correctly and there was an issue with a frontal image processing pc. The philips field service engineer (fse) visited onsite and checked the system. Upon troubleshooting fse found ippc was not booting up. Fse rebooted the complete system after which the issue was resolved. The codes were updated based on the investigation outcome.